Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
No blood glucose levels were provided. The customer reported a failed battery test alarm from the insulin pump. The customer reported using a used but properly functioning battery for the insulin pump. Troubleshooting was done. The customer was advised to use new aaa alkaline batteries for the insulin pump. A new battery was installed on the insulin pump. The customer received another failed battery test from the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, and a scratched case were noted during the visual inspection. The insulin pump was monitored and all operating currents tested within specification. No failed battery test alarm was noted.